Event description:
Additional information received confirmed the event date is unknown, therefore an event of an expired did not occur and should not have been submitted.

Manufacturer narrative:
One 7f ultimum introducer sheath and dilator were received for evaluation. Visual inspection revealed the sheath distal tip had been bent and flared. The dilator was inserted into the sheath and a small gap was noted at the dilator/sheath transition, consistent with the damage to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the sheath tip damage is consistent with damage during use. The cause of the insertion difficulty remains unknown.

Event description:
An expired device was used during the procedure. Difficulty was noted when advancing the device and another device was used to complete the procedure with no consequences to the patient.